Event description:
Pt in respiratory failure underwent emergency re-do mitral valve replacement due to a thrombosed valve. On reoperation thrombus was found blocking one leaflet completely and restricting the motion of the other. Pt recovered. Inr was in range at surgery but pt had a history of non-compliance with medications. Clot confirmed by local uninvolved surgeon.

Manufacturer narrative:
Valve will be returned once released by the local hospital. Eval to be done once rec'd.